Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by patient that since (B)(6) 2019, their implant was not working nor providing therapy. They also reported that the patient programmer was not communicating with the implant as they were getting a poor communication message on the patient programmer screen. Prior to the call, patient tried synching with and without the antenna to no resolution. No further complications were reported or anticipated.